Event description:
On 2/25/94 an incident occurred in the o.r. Causing an injury to the pt. The physician was using a zimmer air dermatome to obtain a piece of skin from the patients's leg for use in a skin graft.according to physician's statements the dermatome was set for a 0.01 thickness on the first attempt at skin harvesting but that the skin obtained was in pieces rather than in a single smooth piece that was expected. After adjusting the dermatome's thickness settings twice the same unsatisfactory skin grafts were obtained. At this point the physician called in two other physicians for a consultation. Both of the consulting physicians had similar results with the dermatome and on the last attempt the blade of the dermatome went through the skin, deep into the muscle of the thigh.it was at athis point that the three physicians stopped using the dermatome and asked for a new one to be brought to the o.r. Using the replacement dermatome skin grafts were obtained more easily, which prompted the physicians to question whether the first dermatome had been malfunctioning.after an initial examination by the bio-medical engineering department the dermatome was sent to a third party bio-medical engineer for evaluation.a summary of the third party evaluation was forwarded to the facility on 3/28/94. The summary indicated that on both of the dermatomes in question the "plates on both units were bent".it is unknown at this point how or why the plates were bent. Both units have been repaired and staff and physicians using the dermatomes are being in-serviced regarding this event and the manufacturers instruction for setup and use of this device.